Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobe resection, the stapler was able to fire but there was poor staple formation and incomplete distal line. They sutured staple line to fix it. They replaced the device to complete the case.